Manufacturer narrative:
The emitter was returned for analysis. Through visual and functional testing methods it was confirmed that the cable had a cut in the sheathing and shielding was exposed, though no bare conductors were exposed. Physical damage was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the flat emitter had a tear in the cord. The system returned to functionality after replacement. The system then passed the system checkout and was found to be fully functional. The flat emitter and footswitch were returned to the manufacturer for analysis. Analysis found that the footswitch was in good condition with no apparent physical damage. When connected to a known good system, the foot switch was fully functional. No problem found. The flat emitter is still under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the foot pedal and flat panel emitter were discovered to be damaged. The cord had an exposed wire. There was no patient present.